Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the customer provided the device data logs for review. The customer's report was not observed during review of the device data logs. Based on the log review, no indication of a device malfunction was seen. Analysis of reports of this type has not identified an increase in trend.